Event description:
It was reported that the remainder of the cut lead was left implanted. Surgical intervention was undertaken wherein the entire system, and all implanted devices were explanted to address this issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.